Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for difficult/unable to operate. Conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported the unspecified insulin needles were unable to deliver insulin/medication. The following information was provided by the initial reporter: the customer noticed the needle was clogged during the injection. Consumer called from a hospital stating that he was admitted due to diabetic ketoacidosis (dka). The consumer stated he said he ran out of needles and was not able to take his injections. This was due to the pen not being able to depress during injection, he would then have to put a new needle on which caused him to run out of needles. Consumer said he did not report the issue to bd but he went to the pharmacy and they would not give him additional needles. He said he was told by the nurse to contact bd. Consumer did not have product information, also said he is not sure who the manufacturer is or the brand. He stated that the needles were purchased from (B)(6) in a box of 50. Also did not know why the nurse would tell him to contact bd.